Manufacturer narrative:
In regard to this complaint, a vfie module was provided for investigation. Investigation of the returned module revealed a difference of 5 mmhg in the air control during testing. This issue is due to a defect in the regulator. Unfortunately, a root cause could not be determined for this defect.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva nexus surgical system are included in the analysis (vf-veab-regulator). Since 2021 more than 51.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6)2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, in the oil removal step, they were unable to generate any suction even though the physicians foot pedal was fully activated. Swapped out vfi pack and cannula, but was still unable to remove oil. The physician had to passively remove oil via valve removal. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Event description:
We have been informed that during surgery, in the oil removal step, they were unable to generate any suction even though the physicians foot pedal was fully activated. Swapped out vfi pack and cannula, but was still unable to remove oil. The physician had to passively remove oil via valve removal. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.